Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. As received, a complete lead was returned in one piece. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. The s-curve height was measured within specification. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for a lead replacement procedure. Interrogation of the patient's pulse generator revealed loss of capture on the left ventricular (lv) lead due to the lead dislodgement. The left ventricular lead was found dislodged into the right atrium near the coronary sinus ostium via fluoroscopy imaging. The lv lead was explanted and replaced. The patient was stable.